Manufacturer narrative:
Product ID 8840, serial# unknown; product type programmer, physician product ID 8596sc, serial# (B)(4), implanted: 2013 (B)(6); product type catheter product ID 8835, serial# (B)(4); product type programmer, patient product ID 8731, serial# (B)(4), implanted: 2004 (B)(6); product type catheter product ID 8598a, serial# (B)(4), implanted: 2008 (B)(6); product type catheter. (B)(4).

Event description:
An overdose was reported. The patient stated that the healthcare provider was to give the patient a 15% increase in (B)(6) 2014 but ended up giving the patient a 100% dosage increase. The patent was supposed to have gotten 247 mcg/ay and instead got 564.5 mcg/day. The patient ended up in the hospital. The dose was lowered at the hospital. The patient changed healthcare providers after the event. The pump was used to deliver lioresal. Patient outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.